Manufacturer narrative:
(B)(4): patient¿s ethnicity futher described as (B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date, the patient was discharged from the hospital. The outcome of the peritonitis was unknown. Additional information was requested but is not available.